Event description:
As reported on 04/10/2019: attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2004. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress. Addendum per legal complaint 06/17/2019: attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Attorney alleges unspecified injuries and medical intervention related to the defect in ventralex hernia patch.

Manufacturer narrative:
Addendum per legal complaint: at this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges that the patient had subsequent surgical intervention;however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex hernia patch on (B)(6) 2004. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. As reported, the patient is making a claim for an adverse patient outcome against the ventralex hernia patch. As reported, the attorney alleges product is defective and that the patient experienced emotional distress.